Event description:
It was reported that there was vacuum loss during the end of treatment. The capsulotomy was completed, vacuum loss occurred during the fragmentation portion of treatment. Treatment was aborted during the fragmentation portion of treatment. Phaco completed without incident, there was delay in treatment. No further information provided.

Manufacturer narrative:
This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews was performed. Equipment labeling provides possible complications that can be caused by the surgical/ treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction data: section h4: device manufacture date: the device manufacture date was inadvertently not reported. Hence the correct manufacturing date is 02/19/2016. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.